Manufacturer narrative:
The explanted devices were discarded by the medical facility.

Event description:
A report of an explant due to a local infection was reported. The patient was taking auto immune medication which thinned out the skin making the precision system visible through the skin. The physician evaluated the patient and concluded the infection was not device or procedure related, but started due to the patient's medication. The patient was not treated for the infection and had the entire system explanted. The patient is reportedly doing well.